Manufacturer narrative:
Date of this report: 12/22/2016. Description of event problem: additional information received confirms that after the beginning of use the devices broke in two and fell onto the patient. They were successfully removed; there was no patient impact or injury. Device available for evaluation? Yes. Return date: 01/25/2017. Date manufacturer received: 01/24/2017. Product evaluation: 3 un-sealed samples, part number 1884068hs, from lot number 0210995705 were received for analysis. Visually, the inner shaft broke on all 3 samples which would have resulted in the reported event. The breaks showed striations around the outside diameters and occurred approximately 5/8¿ from the distal face of the inner hubs. This break is typical of excess pressure applied to the bur during use and indicates metal to metal contact with the proximal end of the outer tube. At the distal end there was gouging of the head support area on the inner and outer assemblies which is also consistent with excess pressure. In support of this, the gouging of the inside diameter of the outer tubes was primarily on the irrigation side which is the opposite side of where pressure would be applied during use. The outside diameter of the inner tube shall be 0.112¿ / +-0.001¿ and the samples measure between 0.111¿ and 0.1115¿ near the break which is within specification. The inside diameter of the outer tube shall be 0.153¿ / +-0.001¿ and the samples measure between 0.153¿ and 0.154¿ in the distal support area (not in the gouged area) which is within specification. (B)(4). Method: actual device evaluated. Results: friction problem; fracture problem. Conclusion: use error caused or contributed to event.

Event description:
Additional information received confirms that after the beginning of use, the devices broke in two and fell onto the patient. They were successfully removed; there was no patient impact or injury.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available; devices not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 burs broke during the same procedure, and each broke at the "beginning of normal use" when the drill was activated. There was no patient impact.